Event description:
Reportable based on the analysis completed on (B)(4) 2012. It was reported during a percutaneous coronary intervention (pci), the device was unable to cross the lesion. The 99% stenosed target lesion was located in the severely tortuous and calcified right coronary artery (rca). The lesion was predilated and then a 4.00x32mm promus element was advanced to the rca, however the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by mfg: a visual and microscopic examination identified that the stent has moved 1cm distally on the balloon. The stent was also very slightly damaged. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. Hypotube kinks were identified along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited to anatomical procedural factors. (B)(4).